Event description:
On june 27, 2006 the lay user/pt contacted lifescan alleging that his one touch basic was reading inaccurately high. The pt stated that he reported the same inaccuracy issue to lifescan over 2 weeks ago and had not received the replacement products that were promised to him. The pt stated at the time of the call the customer care advocate walked him through troubleshooting and the control solution test failed. The customer care advocate (cca) was unable to retrieve the records; however, the pt was able to provide info again on june 27, 2006. The medical affairs specialist sent a letter on june 30, 2006 since the pt cannot be reached by telephone due to a disconnected phone number. On an unspecified dates/times, the pt obtained meter readings of "406, 422, 396, 441 mg/dl." At the time of concern, the pt had symptoms of feeling shaky and "low." The pt also compared his "406 mg/dl" meter reading to a "79 mg/dl" meter obtained on another one touch basic, which were performed greater than 30 minutes of each other. Following the meter, the pt took an unspecified amount of insulin. The pt did not indicate any further medical attention or treatment. It would be helpful to obtain the following: the date/time of the reported meter readings, how much insulin he took after testing on the meter, if the insulin relieved or worsened the symptoms, and why the pt took insulin if he was feeling "low." The cca verified the following: the meter was correctly set to "mg/dl," the sample was from an approved source, and the correct testing/cleaning techniques were used. The cca walked the pt through troubleshooting and found that the check strip passed but the control solution failed. This complaint is being reported because the pt experienced symptoms that may suggest he was hypoglycemic and obtained meter results that did not correlate with these symptoms. It is not clear if the symptoms started before or after taking insulin following use of the meter. Additionally the control solution test failed. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.